Event description:
It was reported that after an interventional procedure, arteriotomy closure was attempted of an unspecified vessel using a prostar xl device. Reportedly, it was impossible to get the needles out from the device. It was not specified how the device was removed or how hemostasis was achieved. The operator was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation. The reported failure of the needles to deploy was confirmed as analysis of the device detected needle strike marks on the barrel indicating needle trajectory had deviated from the intended path into the barrel needle lumens, struck the barrel, and stopped further needle deployment. The right common femoral artery was reportedly slightly calcified. The prostar instructions for use states under special patient populations that the safety and effectiveness of the prostar xl pvs system have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Failure to follow steps/instructions as it was reported that no femoral angiogram was performed and the needle backdown procedure was not performed. The prostar xl device instructions for use (IFU) state under clinical procedure and device placement that prior to device placement, perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery and to evaluate the femoral artery site for size, calcium deposits, and tortuosity, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Additionally the IFU states if significant resistance is encountered prior to needle tips emerging at the top of the barrel, or if all four of the needles are not deployed, terminate deployment and refer to the technique for needle back down section to the perform needle back-down procedure.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following information was received: right common femoral arteriotomy closure was attempted following femoral cannulation for an extracorporeal circulation. The femoral artery was reportedly slightly calcified. A femoral angiogram was not performed prior to the closure procedure. The device was removed without performing a needle-backdown. Hemostasis was achieved surgically and with compression. Although the procedure was extended by thirty minutes, there was no reported clinical consequence. No additional information was provided.